Manufacturer narrative:
Additional product code: hwc. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part: 04.214.110s, lot: 55p7764, manufacturing site: grenchen, release to warehouse date: 27 may 2020, expiry date: 01 may 2030. A manufacturing record evaluation was performed for the finished article lot and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that, the patient underwent open reduction internal fixation surgery for hand. When the surgeon was inserting the locking screw and the cortex screw in question, both screws got stripped. Procedure was completed successfully with thirty(30) minutes delay. This report is for one (1) 1.5mm ti cortex scr slf-tpng with t4 stardrive recess 10mm. This is report 2 of 2 for complaint (B)(4).